Event description:
It was reported that they were getting a non-recoverable system error, alarm 75 (inlet water temperature is out of range, high resistance) in an arctic sun device. They have cycled the power and the alarm returns. The patient was 38.2c, target was 36c, water was 5c, flow was 2.7lpm. They were not sure if they are getting this alarm because the water was so cold. Explained that if the alarm continues to return after cycling the power, the device needs to go to biomed for repair. Discussed sources of heat generation and suggested treat per her facility protocol. Explained benefits of counter warming. Nurse confirmed the patient needs to be sedated. It was reported that they tried using arctic sun device s/n (B)(6) before s/n dyftal029 but were not getting any flow. Had nurse turn the device on. They got an empty water reservoir alarm. Nurse stated they tried to fill the reservoir earlier, but it would not take up any water. Had nurse attempt to fill reservoir, removed fdl and occluded the suction port. No suction felt and reservoir will not fill. Advised sending device to biomed labeled with needs circulation pump. Per follow up information received via phone on 16mar2026, transferred to the biomed. Spoke with biomed who confirmed receiving the device. They believe they have an extra pump to repair onsite but will have to check. They will contact tech support if they need assistance.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.